Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after clip deployment, difficulty was encountered removing the device. In accordance with the instructions for use, the device was removed with counter-traction and an assertive pull. The clip from the starclose se achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the vessel locator wings broken, which is consistent with different device removal. Examination of the vessel locator assembly determined all locator wing material had been returned and all wing attachment points were secure within the vessel locator. A possible cause for the damaged locator wings may have been either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scar tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered. However, no anatomical info was supplied. Based on the investigation findings, the root cause for the damaged locator wings condition is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.